Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue layer was the suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initially placed in each layer (interrupted or continuous)? Can you identify any lot numbers of the suture used? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Were cultures taken of the wound and what were the results? What post -operative date did the patient present with symptoms? Can you describe the appearance of the suture post procedure? What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done. Any change in the patient¿s post-operative course as a result? What are the patient age, weight and bmi? What is the patient current condition?

Event description:
It was reported that the patient underwent sitting laminectomy c5-6 on an unknown date and suture was used. Following the procedure, the patient experienced dehiscence of surgical wound. The patient was started on antibiotics and wet-to-dry dressings. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000065885 additional information was requested and the following was obtained: the patient is still doing wet-dry dressing changes, wound still open.